Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer reported that a speaker technical error inop occurs intermittently. It was not able to be confirmed if any sound or audio was present, or produced by the speaker when the inop occurred. The device was not in use on a patient at the time of the event. The intermittent problem was not able to be reproduced at the bench repair; however, the speaker assembly and main board were replaced to resolve the issue. After replacement, sound was confirmed. No further action or investigation is warranted based on the available information at the time of complaint closure.